Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose and hospitalization. Customer's blood glucose went as high as 390 mg/dl. Troubleshooting for high blood glucose was performed. Customer's mother stated that the diabetes nurse advised to change out the patient's set which she did. Customer's mother also gave patient a manual injection. Customer experienced large ketones, chest pain, dizziness, headache and felt sick to their stomach. Customer went to the hospital as a result of high blood glucose, low potassium, upper respiratory infection and ketones. Customer was advised that replacement infusion sets and reservoirs will be sent out.